Event description:
The consumer reported that the therapy did "no good" and charging the device took too long. The patient found it bothersome and wanted the device removed. This event occurred in 2013, six months after implant. The indication for use for the implanted device was noted as spinal pain. Additional information was received in a patient letter. The patient clarified their report that the therapy was more of a bother than anything and stated that they felt that it was worse than when they had the system put in. The patient could not stand or walk very far without being in a great deal of pain. Their lower back issues had gotten worse. The patient was going to back to their health care professional (hcp) to see if there was anything else that could be done other than another surgery. The patient stated that the jolting, whether on different levels or not, was just more irritating than helpful no matter what the patient set it to. The patient reported that this had gotten worse. The patient stated that no steps had been taken at the time of the report. Their hcp was no longer there. The patient had not yet gone to another hcp. The patient stated that they had to keep making sure that the "charging device" was on the stimulator so that it would charge correctly. The patient reported that it has difficult to keep it in place. The patient was always afraid to let it go too low. The patient had not thought that they would need to charge it so much.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.